Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer's blood glucose was 300 mg/dl and was 410 mg/dl at the time of call. During troubleshooting, customer reported that infusion set was changed and there was no alarm. Customer was advised to call back should issue persist.